Event description:
It was reported that while testing with the bd kiestra¿ inoqula+¿ tla, false positive results were obtained. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer that a new organism is being introduced in the blood culture. Gram negative rods appearing on blood culture when it should not be. Patient results are incorrect.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H.6 investigation summary customer reported new organism being introduced in blood culture. This was in relation to bd kiestra inoqula tla (material: 447213, serial number: (B)(6). ). Bd technical service conducted an investigation. Reada overview logs were reviewed. It was determined that culture was set up fully automated and did not leave the reada compact until after first and second images where taken. No source of contamination could be tracked to bd kiestra device. If there was a contamination of beads, pipets, or spreader on inoqula then the contamination would be present on multiple plates/cultures. Results of the investigation were shared with the customer. Customer was requested to report any additional potential contaminations. After two days no additional reports were received. Complaint could not be confirmed. No device issues found. A review of risk management documentation indicates that the potential risk of the reported failure mode was appropriately assessed as s3 via baltrm-inoqula-aph rev. 14, ID 3.03.

Event description:
It was reported that while testing with the bd kiestra¿ inoqula+¿ tla, false positive results were obtained. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer that a new organism is being introduced in the blood culture. Gram negative rods appearing on blood culture when it should not be - patient results are incorrect.